Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis could not confirm the customer comment. Analysis did find that the upper/lower cases, ring cover, battery drawer, and one side bail cover were broken. The battery release was contaminated. The lead flex cover, printed circuit screws and board, battery flex, and heart lead flex were corroded. The encoder flex and serial number label were torn and the display was contaminated.

Event description:
It was reported the device would not stay powered up. When tested, the atrial output was low. The device was returned for repair. No patient involvement was reported.